Event description:
Clinical study. It was reported that following a carotid artery stenting procedure, the pt experienced in-stent restenosis. The target lesion was located in the ostium left internal carotid artery with 80% stenosis and was 20 mm long with a reference vessel diameter of 4 mm. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 20%. The next day, the pt had a bilateral carotid duplex ultrasound that showed, despite elevation of flow velocities within the right internal carotid stent, color flow images fail to demonstrate any evidence for residual stenosis at the level of the carotid stent. Color flow images document satisfactory luminal caliber at the level of the stent, and mild atherosclerotic changes within the left carotid bifurcation without evidence for hemodynamically significant stenosis. The core lab ultrasound report reported a greater than or equal to 50-79% in-stent restenosis for the study. No action was taken. The pt was discharged 3 days after the index procedure on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and met specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.